Event description:
During a routine check of the iabp, the company representative observed that the iabp generated a loud hissing noise and a high amount of air coming out of vent. No patient was involved. The company representative tested the iabp and observed that the iabp sound was only present for a short amount of time.

Manufacturer narrative:
The company representative performed full functional check on the iabp. The iabp passed all technical tests and operated without any error. The "lots of air coming out of the vent" was the air movement from an exhaust fan, as designed. All pneumatics and electronics were checked. One loose capacitor lying near the back of the unit was found upon removing the cover. Besides that, no loose connections on any of the pneumatic circuits were found. The unit was sent to (B)(4) for evaluation. The unit was found to be not excessively noisy. The loose capacitor at the bottom of the unit was broken off the power mgmt. Board. Reason for loose capacitor could not be determined. A cable tie was added to the cable to prevent it from hitting the pcba. (B)(4).